Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10:  product ID d-evprop23-29, (lot: 0012307628); product type: delivery catheter system (dcs) , medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a pre-implant balloon dilation was performed using a 20 mm balloon. The valve was initially deployed, however was reported to be under-expanded due to the heavy calcification of the aortic valve. The valve was recaptured. After recapture, infolding was noted while deploying the valve for the second attempt. The valve was recaptured again and replaced. An additional pre implant dilation was performed using a 22 mm balloon. The replacement valve was successfully deployed and implanted. A post dilation was performed using a 22 mm balloon. No adverse patient effects were reported.